Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 14.1 watts were recorded throughout the log file between (B)(6) 2020 and (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient experienced chronic driveline infection, congestive heart failure (chf), volume overload, and transient power elevations due to fluid overload. The patient was on suppressive antibiotics and on IV dobutamine at home. According to the account, the patient was stable and discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists (pocket, local, and driveline) infections as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has chronic driveline infections and is on suppressive antibiotics and on IV dobutamine at home (positive blood cultures on (B)(6) 2020). The patient was treated with diuresis and was discharged.